Event description:
It was reported that the patient experienced a loss of therapeutic effect. About a month to a month and a half prior to the report, the ¿feeling¿ was getting less and less. It was clarified that by feeling, the reporter was referring to the urge to have to go to the bathroom. It was reportedly causing pain, like the patient had to go but couldn¿t go. The patient had had to catheterize a couple of times. It was noted that the patient had tried turning the implantable neurostimulator (ins) up to go to the bathroom. When the patient tried turning stimulation up however, the ¿electricity¿ went down his leg and tightened his muscles in his leg and the arch of his foot. These symptoms were indicated to have occurred following a fall due to a seizure, in either september or october of the year prior to the report. The patient¿s back had been sore since then. The patient was informed by his healthcare provider that his nerves were crushed and would be paralyzed ¿if they continued¿. The patient was ¿losing hands¿ and the hcp was ¿speaking of going through the front of the neck to get to the back of the neck¿ to relieve the pressure. The patient reportedly had a bad memory because he had had strokes. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3889-28, lot# va0awze, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).